Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Daily high voltage lead trend data shows an increase for svc defibrillator equal 85 to 102 ohms range between (B)(6) 2013. (B)(4).

Event description:
It was reported that the remote transmission alert was triggered for high superior vena cava (svc) impedance. The patient was brought the clinic for evaluation and t-wave oversensing (twos) was observed. It was recommended increasing the post pace blanking to help avoid twos post pace. The lead remains in use. No patient complications have been reported as a result of this event.